Event description:
It was reported that a unit experienced drifting and collision error concerns, and review of system logs indicated a ft (force torque) sensor calibration issue occurring during draping. During system setup, alarms for drift and potential collision were noted. Subsequent review by service engineering indicated the errors were consistent with improper ft sensor calibration associated with the sterile draping process rather than a technical hardware malfunction. The facility sought clarification prior to upcoming cases. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.